Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (330 mg/dl), and the pump is recommending a bolus of 30 units be delivered to correct their elevated bg. Customer declined troubleshooting with tandem technical support and stated they'd like to adjust pump settings. Tandem technical support confirmed settings were programmed into the pump correctly, and based on the pump settings the pump 30 unit bolus recommended was accurate. Recommendation was made to discuss diabetes management with customer's health care professional. Customer delivered a bolus to bring bg levels back to target range.